Event description:
Additional information provided from the field indicated this event actually occurred on (B)(6) 2016. During the event the patient was having a cholecystectomy procedure with general anesthesia when they experienced three ventricular tachycardia (vt) episodes and lost consciousness. The patient was injected with adrenaline and regained consciousness and was later implanted with an extracorporeal life support system. The physician hypothesized that the patient experienced short vt episodes or bradycardia and then torsade de pointes under the programmed vt zone and thus the subcutaneous implantable cardioverter defibrillator (s-ICD) system did not deliver shocks. The patient was later admitted home and will continue to be monitored. Again, the s-ICD remains implanted and in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) did not properly treat a ventricular arrhythmia which caused the patient to experience an adverse effect. The patient is currently on resuscitation at the hospital. At this time no changes have been made and the s-ICD remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, no additional information about this event was ever provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.